Manufacturer narrative:
Lot # was requested but not provided. (B)(4). The event is currently under investigation.

Event description:
The hemostatic valve leaked profusely. This leakage occurred twice with two devices from the same lot during the same procedure.(1820334-2016-00038). The physician states this has happened frequently with this product for the past several months. (1820334-2016-00036). Additional details for these events have been requested, however they were not provided. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Lot # was requested but not provided. (B)(4). Investigation: a review of functional test, complaint history, documentation, manufacturing instructions (mi), quality control (qc), trends and a visual inspection was conducted during the investigation. Two sheaths were returned with 1820334-2016-00038; one of the returned sheaths is for 1820334-2016-00036. There was no way to identify which of the returned devices went with this report. Both devices were leak tested by occluded the distal end of the sheath. Both devices leaked when a wire guide was in place through the sheath. The leakage occurred through the center of the silicone disc. The complaint form reads, during an av fistula repair and infusion of fluids, "hemostatic valve leaked profusely. This has happened frequently with this product for the past several months." The customer reported that two different rycfw introducers were used from two lots. 1820334-2016-00038 was also opened for the other complaint device (lot 6165086). There are controls in place to detect leakage while in the manufacturing process. The valve used for the manufacturing of this device is the valve provided to cook by another manufacturer. This valve is 100% leak tested upon incoming quality control. Final inspection for check-flo valve assembly, requires the device be 100% air leak tested as well as a level I inspection to confirm appropriate check-flo assembly has been used. Additionally, glued fittings are 100% verified by manually twisting the valve assembly to assure secure joint of cap to disc and check-flo body. Measures have previously been put into place to remedy this issue. The appropriate internal personnel have been notified, and we will continue to monitor for similar events.

Event description:
The hemostatic valve leaked profusely. This leakage occurred twice with two devices from the same lot during the same procedure.(1820334-2016-00038). The physician states this has happened frequently with this product for the past several months. (1820334-2016-00036). Additional details for these events have been requested, however they were not provided. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.